Event description:
The manufacturer received information from a customer that a loss of ac power had occurred on a trilogy ev300 device. There was no serious patient harm or injury that occurred or was reported. The trilogy ev300 device was returned and evaluated by philips engineer. The philips engineer alleged the power supply, system printed circuit assembly (pca) board, detachable battery harness, and harness assembly were causing the issue to occur on the device. The philips engineer recommended that the power supply, system pca, detachable battery harness, and harness assembly be replaced on the device to address this issue. There were no repairs made to the device since the customer did not need the repairs at this time.